Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic dissection using a gore tag thoracic endoprosthesis. On the same day, the patient suffered a stroke and was treated with medication. On (B)(6) 2010, the patient was discharged with the resolution of the stroke. On (B)(6) 2011, no adverse event was reported at the one year follow-up examination.

Manufacturer narrative:
Per the gore tag thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis). A review of the manufacturing records for the device verified that the lot met all pre-release specifications.